Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit to service with no specified issue. Upon triage, the service technician found that the unit had no audible tones.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿no issue specified¿. The unit was triaged and the service tech observed no audible alarm. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.